Event description:
Pt presented in the ER with facial injuries sustained in a motorvehicle accident. Pt had history of dialysis and end-stage renal disease. Pt was catheterized (left femoral vein) and this was used to infuse volumes of blood and fluids, to which the pt responded positively. Pt was transferred to ICU. Pt became unstable and developed a swollen abdomen. Pt was taken to the or. Upon opening the pt it was discovered that the catheter had perforated the left femoral vein. The pt expired.